Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator's (crt-d) shocking therapy was exhausted after delivering anti-tachycardia pacing (atp) and multiple shocks for a suspected sinus/atrial tachycardia. Boston scientific technical services (ts) reviewed the electrograms (egm), and discussed with the health care professional (hcp), that there was apparent atrial undersensing. This led to ventricular counts being greater than atrial counts and, therefore, therapy was delivered. Ts discussed available detection enhancements and programming options to attempt to prevent further inappropriate shocks. The hcp was going to reprogram the device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.